Event description:
Add'l info rec'd from MFR 5/26/2004: the info in the device identification is insufficient for MFR to determine the catalog number and lot number of the device. Hence, without identifying info of the device it is impossible to determine if a medwatch report has been submitted for this event.

Event description:
Pt had lumbar fusion surgery. The fusion successfully reduced their leg pain but the back pain was worse and pt has yet to get out of their brace despite extensive 3x2hrs core lumbar stabilization excercises. In 2003 pt had a completely disabling back spasm and has not returned to work. After much debates and diagnostics pt had the hardware removed in 2003. Pt got the hardware back from pathology to find that all four ends of the two rods had been cut with belt cutters and were extremely sharp. Sharp enough to draw blood if dragged across your arm. Upon inspection of old x-rays you can see the sharp burs so pt knows that the rods were inserted that way during the surgery.